Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for enterobacteria in a patient coincident with dianeal unknown, dianeal pd2 ambuflex, dianeal pd2 ultrabag, dianeal pd4 ultrabag, and extraneal viaflex therapies. On (B)(6) 2011, the patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the bacterial peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. In (B)(6) 2011, the patient recovered from the bacterial peritonitis. The action taken with dianeal and extraneal therapies was not reported. The reporter believed that the bacterial peritonitis was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.